Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Undated x-rays were returned for review; in the sunrise patellar view, it appears as though the patellar component is located on one of the femoral condyles. Pre-operatively patient presented with pain due to severe wear, patellar subluxation, and instability. It was found that all components had severe wear and the poor patella tracking was observed. All components were revised. After the femoral component was explanted, severe osteolysis was observed and a fracture through the medial femoral condyle, which was repaired with a cancellous bone screw. A product history search revealed no additional complaints against the related part and lot combinations. The initial complaint information received indicates breakage and loosening identified; however, there is no indication of loosening in the revision operative notes. It is likely the identified maltracking of the patella resulted in wear of the poly components, leading to the osteolysis behind the femoral component. The weakened state of the bone from the osteolysis may have led to fracture of the femoral condyle.

Event description:
It is reported the pt was revised due to loosening and breakage.

Manufacturer narrative:
Info was rec'd from a dis who is not required to complete form 3500a. This report will be amended when out investigation is complete.